Event description:
It was reported that a one-link extension set would not flow. This occurred during patient infusion with dopamine, total parenteral nutrition (tpn) and lipids. The reporter stated that the facility attempted a continuous infusion of dopamine but noticed that the lipids started backing up into the dopamine and tpn. The set was discarded and a new (non-baxter) infusion was set up without further issues. After an unknown amount of time after the reported event, the patient was transferred to a different facility and has since passed away. The nurse reported that the cause of death of the patient was related to the prematurity of the patient born at 30 weeks and other medical issues. The nurse also reported that the death was not related to any of the baxter products involved in the event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Patient age is about (B)(6). The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.